Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced and elevated blood glucose (bg) level of 600 mg/dl. Reportedly, the customer changed pump supplies and delivered a bolus to address the high bg. A recommendation was made for the customer to discuss bg levels with healthcare provider.